Event description:
Literature article received. This report is being filed after subsequent review of the following literature article deorio, j. And ware, a. (2003). Salvage technique for treatment of periplafond tibial fractures: the modified fibulaa-pro-tibia procedure. Foot and ankle international, 24 (3), 228-232. The purpose of the study was to review a technique of fixation for treatment of periplafond tibial fractures. This study included five patients ranging in age from 37 to 81 years with an average age of 59, between september 1994 and march 2000. This is report 1 of 2 for (B)(4). This report is for an unknown 3.5mm dynamic compression plate and refers to a patient experienced drainage (infection) which resolved with plate removal and antibiotics.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 3.5mm dynamic compression plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.